Event description:
According to reporter, patient discomfort was noted during use, so product was exchanged. The removed product was reported to be leaking at the cuff. No adverse effects to patient reported.

Manufacturer narrative:
Examination of the returned product confirmed that there was a hole in the cuff. The examination of the product showed that the tear had occurred during use. The fault found could not be attributed to a manufacturing defect. Review of the device history record and related documents did not show any related manufacturing issues. Inspection and testing indicated that the device met with requirements prior to release.